Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion were noted at 7.0-9.0cm from the electrode tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion under the svc shock coil was noted at 21.0-21.4cm from the proximal end. The etfe coating was intact at these locations. (B)(4). (B)(6).